Manufacturer narrative:
It was reported that the pt had a perfix plug implanted to repair an umbilical hernia. The product's instructions for use state: "this product is indicated for the repair of groin hernia defects." It was also reported that the pt developed hernia recurrence and adhesions, which are both listed as possible adverse events in the product's instructions for use. The medical records indicate that the pt had a bout of severe coughing prior to the initial repair and had felt a pull at that time. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. Additionally, no sample has been returned; therefore, no device eval could be performed. If additional event info becomes available, a f/u MDR will be submitted.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - umbilical hernia repair with perfix plug. On (B)(6) 2005 - pt was reported to have had a bout of severe coughing felt a pull in the umbilical hernia repair. Additional surgical intervention for recurrent umbilical hernia, lysis of adhesions, repair of inadvertent small bowel tear, operative notes indicated adhesions were found to the undersurface of the mesh. The perfix mesh was tacked back into place to complete the repair. On (B)(6) 2005 - office visit: pt presents with recurrent bulge, which is reducible with palpable mesh; not symptomatic at this time. On (B)(6) 2005 - office visit: pt request repair of recurrent hernia that is not very symptomatic at this time. On (B)(6) 2005 - additional surgical intervention for repair of recurrent umbilical hernia with bard composix kugel patch. Perfix plug/onlay mesh were explanted. On (B)(6) 2005 - office visit: pt doing well except for a bulge on the left side. Diagnosed with seroma. A 60cc straw-colored fluid aspirated. On (B)(6) 2006 - pt notes hard spot in incisional area, wound clean, small amount of fluid. On (B)(6) 2006 - recurrent incisional hernia repair with bard flat mesh. Explant of previously placed composix kugel.